Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hypotube of the device came off. The target lesion was located in a tortuous and calcified proximal part of the right coronary artery (rca). During a percutaneous transluminal coronary angioplasty(ptca), a 145, 5-in-6 extension catheter was used to support an unspecified stent to be delivered in the target lesion. The physician first took the guidezilla and it was in good condition. He removed the device and decided to use it again. However, upon advancing this device to the unspecified guide catheter, some friction was felt but was still able to advance until the ostium of the coronary artery. Upon pulling back, the physician felt some friction again. He then decided to remove this device. After removal and during inspection, the physician noted that 25 cm of the hypotube, at the level of the connection, in the site of the dual ring came off. The procedure was completed with this device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Returned product consisted of a guidezilla guide extension catheter in 2 pieces. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The maximum outer diameter (od) of the guidezilla distal shaft exceeded the specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was completely pulled out of the collar. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the hypotube of the device came off. The target lesion was located in a tortuous and calcified proximal part of the right coronary artery (rca). During a percutaneous transluminal coronary angioplasty(ptca), a 145, 5-in-6 guidezilla guide extension catheter was used to support an unspecified stent to be delivered in the target lesion. The physician first took the guidezilla and it was in good condition. He removed the device and decided to use it again. However, upon advancing this device to the unspecified guide catheter, some friction was felt but was still able to advance until the ostium of the coronary artery. Upon pulling back, the physician felt some friction again. He then decided to remove this device. After removal and during inspection, the physician noted that 25 cm of the hypotube, at the level of the connection, in the site of the dual ring came off. The procedure was completed with this device. No patient complications were reported and the patient was stable.